Event description:
When another manufacturer's connector was twisted into the cannula, prior to inserting the cannula into the patient, the user reported observing a "little crack at the top side" of the cannula. No sample is available for investigation. No report of a blood or air leak was made. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.